Event description:
The pt reportedly experienced a loss of lock. Troubleshooting of the device did not resolve the problem. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.